Manufacturer narrative:
The meter involved with this complaint has/have been returned and evaluated by lifescan product analysis on (B)(4) 2011 with the following findings: the meter has passed testing with no faults found. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Event description:
On (B)(6) 2011 the lay user/patient contacted lifescan (lfs) alleging that his onetouch ultralink meter was inaccurate erratic compared to itself. On (B)(6) 2011 the (B)(4) contacted the patient by phone for additional information. The patient reported that the alleged product issue began (B)(6) 2011 when the patient reported blood glucose results of 278mg/dl and 149mg/dl performed within 20 minutes of each other. Based on statistical methodology, the calculated difference of these glucose results were outside the expected value of <= 20%. The patient reported he manages his diabetes with an insulin pump. The patient stated that he made no changes to his diabetes management routine due to the issue. The patient stated that no symptoms developed due to the product issue. The patient reported that no treatment was required due to the product issue. During troubleshooting, the customer care advocate (cca) confirmed that the subject meter was set to the correct unit of measure setting and were taken from an approved sample site. Replacement products were sent to the patient. This complaint is being ruled out due to the following conclusions: the product did not cause or contribute to an adverse event since the patient denied developing symptoms and receiving any form of medical intervention. However, the malfunction is being reported because the issue was not resolved with troubleshooting.